Event description:
Boston scientific received information that this left ventricular (lv) lead did become dislodged which became evident after pocket closure. A surgical intervention was required to address the lead dislodgment. The boston scientific local area sales representative indicated that during the implant procedure, it was observed that the tines of this lead kept getting caught on the patient's heart valve. There were no adverse patient effects beyond the unplanned surgical intervention.

Manufacturer narrative:
This lead is not expected for return. If new information were to become available, this report will be further evaluated and updated.